Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex uncovered biliary stent was implanted to treat an upper narrowing malignant tumor in the upper bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was severely tortuous. No issues were reported during the initial stent placement. During the procedure, the physician began deploying a wallflex uncovered biliary stent; however, the stent failed to fully release from the delivery catheter. The physician used a scalpel blade to finish the stent deployment and release the last centimeter of the stent from the inner sheath. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.